Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade. After the procedure, blood pressure decreased, and when checked by echo from outside the patient's body, it was confirmed that blood had accumulated. The event occurred3hours since the catheter was used. When the procedure was ended, cardiac tamponade was diagnosed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On 22-aug-2021, biosense webster inc. Received additional information about the patient and event. It was reported the patient was a 61 year-old-male weighing 71 kg. The physician¿s opinion on the cause of the adverse event is that it was procedure related. The adverse event required cardiac drainage and patient condition was reported as improved. Prior to noting the cardiac tamponade, ablation had already been performed. There was no evidence of steam pop. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that an patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade. After the procedure, blood pressure decreased, and when checked by echo from outside the patient's body, it was confirmed that blood had accumulated. The event occurred3hours since the catheter was used. When the procedure was ended, cardiac tamponade was diagnosed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Device evaluation details: on (B)(6) 2021, the product was returned to biosense webster inc. For evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).